Event description:
A healthcare facility in france reported that an rd900 neopuff infant resuscitator had a manometer issue and a service was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system of the rd900 neopuff were returned to fisher & paykel healthcare in (B)(4) for evaluation. The fascia and valve system were visually inspected and a known good manometer was fitted to the complaint valve system and tested based on the neopuff technical manual. In addition, the maximum pressure relief valve was tested for the accuracy of its consistent rise in pressure. Results: visual inspection revealed a cracked gas inlet port and a cracked lower end cap. The complaint valve system was performance tested and passed the tests specified in the neopuff technical manual. The accuracy of the rise in pressure was consistent and no fault was found with the valve system. A lot check revealed no other complaint of this nature for lot number 091204. Conclusion: the customer had reported a manometer issue, but no fault was found with the manometer or the valve system. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the subject neopuff had been in service for more than four years. All neopuff units, including the manometers, are visually inspected for any defects or missing components and performance tested for functionality prior to leaving the production line. Those that fail are rejected. The damage to the gas inlet port and lower end cap was most likely caused by significant impact. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The fascia and valve system and lower end cap were replaced by the service centre and the device returned to the customer after a performance test.